Event description:
During insertion of the blade into the nail for a pfna procedure, the blade would not lock. The surgeon turned the inserter clockwise to lock the blade and it felt as if the blade idled. The surgeon checked the space between the blade and the pfna on the x-ray image. The blade may not have been properly attached to the inserter. The blade was removed and replaced with another blade without difficulty to complete the procedure. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes (B)(4). Report received indicates the blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. A function test was performed and the device functioned as required. No product fault could be detected. (B)(4): placeholder.